Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the no issue was found on configuration. The technical support specialist (tss) dialed into the server and checked the customer account. The assigned area matched the machine, indicating no configuration issue. Login activity reports for the customer showed no activity for the month, suggesting the issue might be related to another user, though no details were provided. However, the customer later informed the tss that the issue had been resolved over the weekend. The system functioned as before after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to pull the medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.